Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the insulin pump. The customer did not provide their blood glucose level at the time of the call. The customer reported that they had to replace their infusion set because they had a bad infusion site before the high blood glucose. It is unknown if the insulin pump was in automode at the time of the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.